Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is has been reported that during the trialing process of a total knee arthroplasty, the provisional fractured.

Manufacturer narrative:
(B)(4). The complaint is considered confirmed as the returned device is broken. Visual inspection of tapss found that the device has fractured on the medial side of the post. The fragment was returned for further evaluation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. A CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.